Event description:
It was reported that at the implant procedure when the atrial lead was plugged into the device it showed an impedance measurement of higher than 3000 ohms; however, when the lead was plugged into the analyzer, the impedance measurement was within normal limits. The lead was connected several times and finally, the setscrew on the device header would not unscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the set screw was found in the connector bore. The atrial sigma pace measurement was unable to be obtained due to the inability to remove the setscrew from the bore.